Event description:
It was reported that, the patient with this electrode received two inappropriate shocks due to oversensing. Boston scientific technical services (ts) does not suspect of an insertion issue. It was indicated that the patient is significantly smaller than before, and boston scientific technical services (ts) recommended to perform a stress test to evaluate vectors at faster rates. This device remains in service. No adverse patient effects were reported.